Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was something was wrong with the device. Patient did not think it was working at all. Patient charged the implant and it was at 100% the night before last. Yesterday pt noticed the charging level stayed at 100% even though stimulation was on. Patient also got 'settings not available' message. Patient usually felt tingling in the legs but now pt was not feeling any stimulation. Patient had no falls or trauma. On the call instructed patient to check if patient had other groups. Patient only had group a. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Contact #4 had impedance of 40,000 with contact 0 as the reference. A loss of stimulation was noted. "Cannot provide intensity" was reiterated. Rep met with the patient and ran an impedance check. They reprogrammed the stimulation, avoiding contact number four. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.